Event description:
The reporter stated that the surgeon was advancing a 28.5 diopter three piece silicone lens in a aq cartridge- fp and felt that the lens was tight in the cartridge and the lens tore. They thought it was due to the cartridge. No pt contact or injury.

Manufacturer narrative:
The prod pertaining to this claim was not returned, however, the lens was received and a visual inspection shows one haptic is torn off. There is clear surgical residue on the lens.